Event description:
It was reported by the customer that the device was being used in a procedure when the footplate of the device broke and entered the surgical site. An x-ray was taken of the pt but the footplate could not be located. A backup equipment was used to complete the procedure.

Manufacturer narrative:
Upon visual inspection it was confirmed that the footplate of the device was missing from the duraguard.